Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes were recorded due to undersensing. The physician alleges that the undersensing is due to intermittent loss of tissue contact. Technical support was contacted and the physician will continue to monitor the device. The patient was in stable condition.